Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted due to premature battery depletion.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Event description:
It was reported that a merlin.net transmission revealed premature battery depletion. The device remains implanted. Capacitor maintenance was performed with no complications. Patient will be monitored.